Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint and revealed the occurrence of an error message (sf179) related to the super capacitor. The main circuit board and battery were replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: pr (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery communication lost alarm. There was no harm or serious injury reported as a result of the incident.

Event description:
It was reported to resmed that an astral device displayed a battery communication lost alarm, had a power source detection issue and could not charge its internal battery. There was no harm or serious injury reported as a result of the incident.

Manufacturer narrative:
The astral device main circuit board was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint. Performance testing confirmed the reported battery communication lost error. However, sf179 could not be reproduced. Visual inspection of the returned main circuit board revealed an insufficient solder on f1 fuse. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported battery communication lost alarm, power source detection issue and charging issue were due to a manufacturing defect while sf179 was due to a leaking capacitor. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).